Event description:
Patient receiving vincristine (oncovin) 0.36 mg, doxorubicin (adriamycin) 26.06 mg, etoposide (vepesid) 130.4 mg in sodium chloride 0.9% (ns) 1,000 ml ivpb. Filter in tubing is leaking from the top of filter. There are 2 dots on top of the filter and chemo was coming out of the one closest to the patient. It is not coming out of where the tubing meets the filter. While in the room, patient stated the same thing happened with the same medication the night before. Pharmacy was notified, patient is receiving another dose of this medication today and wanted to make sure tubing used was not the same prior tubing as to not risk more chemo leaking. He was unable to determine the lot number but stated that the tubing used to prepare chemo was borrowed and he assumed it was a different set. Report passed on to night charge and rn to constantly assess tubing throughout the night.